Manufacturer narrative:
On 4/20/2021, the product investigation was completed. It was reported that during the ablation phase of a paroxysmal atrial fibrillation procedure, a map shift of occurred. The carto® 3 system didn¿t provide any error. The physician realized of the map shift due to an incoherence in the position of the catheter in relation with the map; the ablation catheter appeared outside of the map with grams. The difference was of 1 cm approximately. The physician didn¿t performed cardioversion neither the patient moved prior to the map. The only thing was changed during the process was changed of medications for sedation. A new map was done, and the procedure was successfully completed without patient consequences. Device evaluation details: field service engineer reported that the issue was single occurrence event that has not being duplicated during lasts procedures. System is functional. The issue was investigated under ir #99684. It was found that the reported map shift was caused due to a movement of the chest patches. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system #13352, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that during the ablation phase of a paroxysmal atrial fibrillation procedure, a map shift of occurred. The carto® 3 system didn¿t provide any error. The physician realized of the map shift due to an incoherence in the position of the catheter in relation with the map; the ablation catheter appeared outside of the map with grams. The difference was of 1 cm approximately. The physician didn¿t performed cardioversion neither the patient moved prior to the map. The only thing was changed during the process was changed of medications for sedation. A new map was done, and the procedure was successfully completed without patient consequences. A map shift with no patient movement or cardioversion is MDR-reportable.